Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
It was reported the systems keyboard was not functioning. The system required the keyboard and mouse to operate the system. This caused the system to lock up and become unusable. There was no pt injury or death reported.